Manufacturer narrative:
A ge svc rep performed an on-site investigation. The hard drive, real time operating sys, and general purpose operating sys were replaced, and the sys software was reloaded. The sys was then found to be operating as intended.

Event description:
The customer reported that the image directly files were mixed. There is no report of pt injury associated with this event.